Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient was admitted to the ICU last night and was intubated; it is unknown if it was medication related. The patient also experienced more rigidity. It was stated that the patient had an eeg and the stimulation was not turned off. The issues started on (B)(6) 2016. The chronology of the patient's ICU admittance, more rigidity, and the eeg is unknown as no other information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.